Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Functional testing of the returned device was performed. The guidewire patency was tested and passed. The inflation hub was connected to and inflation device and the balloon was inflated with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential break was noted to the catheter, located 0.5cm from the distal end of the y-hub. The investigation is confirmed for a partial circumferential catheter break just distal to the y-hub, resulting in the reported leak. A partial circumferential catheter break was found near the hub. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Specific warnings, precautions and directions for use of the ultraverse 035 pta dilatation catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during flushing, the pta balloon catheter leaked at the connection between the y adapter and balloon catheter. The balloon was not used. Another balloon was used to perform the procedure. There was no reported patient involvement.